Manufacturer narrative:
It was reported via the (B)(6) study patient (B)(6) that there was failure to restore flow after use of the revive se (frs214522c/ t10000) for middle cerebral artery (mca) and one day post procedure there was internal carotid artery (ica) occlusion that was not present post procedure. The cause of the occlusion is not known. With additional follow-up investigation it was reported that a prowler select plus microcatheter (606-s255x/unknown lot) was used during the procedure, but it is not known if this catheter caused any injury or trauma that may have contributed to the event. It was reported that the event outcome is not recovered. The relationship of the device and procedure to the event cannot be denied due to lack of evidence. The patient was admitted with thrombus in the mca region with nihss 16. After three passes with the revive se the result was tici 0. A penumbra device was then used and blood flow was improved to tici 2a. CT showed no abnormal findings with no ica occlusion. After the procedure and administration of glyereb and radicut was initiated. The following day, within the first 24 hours post procedure, MRI showed occlusion at the left ica with no obvious change in symptoms with nihss of 21. Two days later administration of heparin was administered and there was no change in symptoms one day later, four days post procedure. Nihss was 18. The prowler select plus is not available for analysis and the lot number is not known therefore the device history records review cannot be completed. Based on the available information and as reported no conclusion can be made regarding the reported post procedure ica occlusion and the use of the prowler select plus microcatheter. Vessel injury and emboli are known potential adverse events associated with the device and procedure as outlined in the instructions for use. With review of the available information there is no indication of any device performance issues or identification of any factors relating the event to the microcatheter; therefore, no corrective actions will be taken at this time.

Event description:
[(B)(6) 2013] failure to create flow channel. Rev-01 was used to treat a thrombus in left mca region. Three passes were attempted but the result was tici 0. Then a penumbra device was used and the blood flow improved to tici 2a. CT taken just after procedure showed no ica occlusion or abnormal findings. Administration of glycereb and radicut was initiated. [(B)(6) 2013] left ica occlusion. MRI showed occlusion at left ica 24 hours post procedure. No obvious change in symptoms. Nihss 21. [(B)(6) 2013] administration of heparin was initiated. [(B)(6) 2013] no obvious change in symptoms. Nihss 18. Event outcome is not recovered. The relationship of the device and procedure cannot be denied due to lack of evidence. A prowler select plus microcatheter (606s255x/lot unknown) was used, but whether this catheter did something to ica or not is unknown. According to the investigators of this site, the cause of ica occlusion is unknown.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: penumbra (details unknown), revive (frs214522c/t10000). This is 1 of 2 reports associated with (B)(4).